Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: a review of the pump black box data showed partially discharged batteries were installed on (B)(4) 2016. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The returned battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This sn (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm . There was no indication that the product caused or contributed to an adverse event.